Manufacturer narrative:
Bedside monitor: model: bsm-6501a, sn: (B)(4). Bedside monitor bsm-6500 series: model: ni, sn: ni. Bedside monitor bsm-3500 series: model: ni, sn: ni.

Event description:
The biomedical engineer reported that the bedside monitors (bsms) are displaying "loss of communication, please check available alarm types" message. This issue started occurring after a power outage and is affecting multiple bsm-6500s and one bsm-3500. This is only happening in the ICU department. They can clear the message, but it comes back in a day or 2. They have checked settings and have taken settings from the working ed department and loaded them on the units, but the issue persists. The issue is ongoing and has not been resolved. No patient harm was reported.